Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure, since the device manufacturer date is greater than one year from the event date. The getinge field service engineer (fse) reported that he replaced the expired safety disk with a new one and the failure still persisted. The fse reseated the drive manifold o-rings, and pneumatic tubing between the purge valves, condensation removal module (crm), and fill manifold. The iabp passed the safety disk leak test, and all functional and safety tests to factory specifications, and was returned to the customer, cleared for clinical use. (B)(6).

Event description:
A getinge field service engineer (fse) reported that the intra-aortic balloon pump (iabp) failed the safety disk leak test during pre-service check for a field action. No patient was involved and no adverse event has been reported.